Event description:
Complaint received that alleges "motor will not turn off does not work intermittently..customer stated that it cause a blood clot". Questionnaire not received from customer or clinician. Device not received manufacturer at this time.

Manufacturer narrative:
H3, h6: one cryo/cuff ic cooler (item number 51a, serial number (B)(6) was returned for evaluation. Product was evaluated and all components were found to be in good condition. Functional test was performed and the motor worked correctly. Evaluation was unable to confirm the reported problem "motor will not turn off does not work intermittently" or anything that would cause blood clots in the patient. H11: corrected data: d2, g5, h8.